Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the second staple. There was no pt consequence..

Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973336. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: nose rotates a,b)yes, nose shroud cracked/broken a)yes,b)no, staples in nose a)yes,b)no, staples in the track a,b)yes, trigger engaged with precock a,b)yes. Functional tests & results: cylced instrument a,b)yes. Analysis conclusion: based upon the inquiry info, visual inspection and functional test performed, it wac concluded that instrument (a) may have "jammed" during surgery possibly due to a yielded nose weld. No conclusion could be reached as to how the nose weld had yielded. Instrument (b) was cycled, fired and formed 23 staples without incident. No conclusion could be reached as to why b reportedly "jammed". It was originally reported that one instrument was being returned. Two instruments were received for analysis. Co reviews each incident as it occurs in an effort to continuously improve the products and process.